Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that an asymptomatic patient presented in clinic. Upon interrogation the right ventricular lead exhibited intermittent crosstalk and noise. Programming changes were made. Noise was still noted. Since the patient was asymptomatic no further intervention was performed. The patient will continue to be monitored remotely and in clinic.